Event description:
The patient was receiving a drug infusion. The infusion pump started beeping and registered "channel failure". The nurse disconnected the module and reattached it, but the unit would not work. A new infusion pump was used for the infusion. The patient was not harmed.